Manufacturer narrative:
After replacing the head up and down coil and the CPR valve, the account replaced the manifold to repair the bed.

Event description:
The account alleged that the head section will not rise from the right or left siderail nor will it rise manually.